Event description:
Acclarent was notified on (B)(6) 2012, of an event that occurred on (B)(6) 2012, during a sinus surgical case when acclarent balloon dilation technology were used. An acclarent ultirra balloon was used to dilate left sinus. After the dilation, the operation room technician instilled the irrigation twice. During that time, the physician noted a great deal of allergic mucin and debris coming from the sinus and the swelling of the left globe and eyelids. He stopped the case and gave intravenous steroids and asked the ophthalmologist to operating room to check the intraocular pressure. By the time the ophthalmologist arrived, the eye swelling had subsided and the ophthalmologist found the intraocular pressure to be normal. The pt did not experience any change in vision and diplopia during recovery. The pt was seen 3 days after surgery and there was no vision change.

Manufacturer narrative:
Acclarent followed up on this report to gather additional info. The surgeon stated that the acclarent tools functioned as expected. He indicated that there was extravasation of saline around the globe or in the preseptal space of the eye. The only intervention that was beyond the typical surgery, was the precautionary use of steroids and request for the ophthalmologic eval. The subject device of this report was not returned for eval, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.